Event description:
It was reported that the devices were used during a laparoscopic nissen fundoplication. It was reported by the rep that during the case, the outer gaskets of the 512sd, 512b, and 511sd all tore or leaked (according to the surgeon). Four 1seals also tore and 1 ms512 failed. New trocars were pulled continuously during the case to remedy the problem. There was no consequence to the pt.